Event description:
It was reported by the patient that he underwent total hip replacement in 2006. Post-op he experienced pain and was revised in 2008.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.